Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at an unknown dose/concentration via an implantable pump for spine/back and malignant pain. The patient stated for the past 1.5 to 2 months he had been experiencing a difference on how the personal therapy manager (ptm) was working. Per ptm bolus duration: 6 min, lockout: 2 hours, dri: 1 bolus /2 hours boluses per day 3, pump time: 21025 off by almost 6 min. Patient reported a lag at 90%. Agent reviewed data and how to clear data. Patient was able to connect to the pump right away. Patient would call back if he needed further assistance.